Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra2 meter had missing segments on the display. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on a week earlier (time not provided). He reportedly did not experience any symptoms at the time of concern. As a result of the reported issue, he did not take any actions. It is not known which results the patient had obtained on the subject meter and which segments were missing on the display. On three days prior to original date at 4:00 or 5:00 pm, he allegedly received assistance from the emergency services and was tested on another device with a result of "over 500" mg/dl. The patient received insulin treatment. This complaint is being reported because the patient claimed that he received insulin treatment since a result of over 500 mg/dl was obtained on another device, 4 days after the reported issue began. It is not known if the patient had tested on the subject meter at that time and what result he had obtained. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.